Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the tissue was not grasped firmly and was not sealed completely. Then an error occurred. A new device was opened and it worked fine. There was no patient harm. There were regrasp alarms, sealing tones and end tones.

Manufacturer narrative:
Correction: evaluation summary: one device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported that the device did not seal. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.